Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms. No medical attention reported since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) calling on behalf of customer. The customer is concerned with tests results from all results obtained. The customer's expected fasting blood glucose test result range is 107 to 150mg/dl. The customer reports symptoms of feeling dizzy and having chest discomfort. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 182 and 174mg/dl using truemetrix meter. The test strip lot manufacturer's expiration date is 08/25/2017 and open vial date is 1/17/2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Caller (B)(6) calling on behalf of customer (B)(6). Caller states customer is getting high blood readings and is feeling dizzy and has chest discomfort at the time of the call. States she thinks is because of insulin shot she gave her because of the high reading. Customer takes her blood test fasting. She has not had any changes in her diet or exercise and is insulin dependent.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: manufacturer contacted customer on 2/6/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms. No medical attention reported since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) calling on behalf of customer. The customer is concerned with tests results from all results obtained. The customer's expected fasting blood glucose test result range is 107 to 150mg/dl. The customer reports symptoms of feeling dizzy and having chest discomfort. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 182 and 174mg/dl using truemetrix meter. The test strip lot manufacturer's expiration date is 08/25/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): (B)(6) caller (B)(6) calling on behalf of customer (B)(6). Caller states customer is getting high blood readings and is feeling dizzy and has chest discomfort at the time of the call. States she thinks is because of insulin shot she gave her because of the high reading. Customer takes her blood test fasting. She has not had any changes in her diet or exercise and is insulin dependent.